Event description:
User experienced 10 pt samples initially generated results with data flags for multiple assays, and when repeated on another i800 at customer site, gave normal results with no data flags. The following three pt samples were determined to be discrepant. Sample 1, initial glucose result was 1 mg/dl; repeated twice gave <0.0 mg per dl with a data flag on initial i800 and on other i800 gave 95 mg per dl. Sample 2, initial alkphos gave result of 15 u per l; repeat on other i800 gave 106 u per l. Initial glucose gave 5 mg per dl; repeated twice gave <0.0 mg per dl with a data flag on initial i800 and on other i800 gave 80 mg per dl. Sample 3, initial glucose gave 3; repeated twice gave 7 on initial i800 and on other i800 gave 92 mg per dl. None of the initial results were reported and no adverse reactions occurred. The technical support specialist assisted the user in determining the cause to be a clogged reagent probe and the user replaced the probe to resolve the issue. Five additional pt samples were rerun to check analyzer performance.

Manufacturer narrative:
One of five pt samples tested upon replacement of the reagent probe generated a discrepant potassium result. Initial potassium gave 5.7; repeat on other i800 gave 4.7 mmol per l. The initial results were not reported and no adverse reaction occurred. User said they run plasma samples and the discrepancy may have occurred due to sample handling. User states they have not had any problems with ise results and control recovery have been within range. The technical support specialist followed up with the customer, who confirmed they have not had any other problems with potassium or any other assay.